Manufacturer narrative:
Continuation of d10: dtmb1d1 crt-d implanted; (B)(6) 2025; 383059 lead implanted: (B)(6) 2009; 6996sq58 lead implanted: (B)(6) 2006 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited high rv coil impedance and high superior vena cava (svc) coil impedance. It was also reported that the left ventricular (lv) lead exhibited no capture. Additionally, it was reported that the rv pace/sense lead exhibited rising thresholds. The rv lead, lv lead and rv pace/sense lead were explanted. No patient complications have been reported as a result of this event.